Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator went into premature elective replacement indicator (eri). Upon interrogation, battery data was 2.69 v, 10 ua and 5.8 k with the eri flag present. The device was explanted and replaced.